Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found the laser was misaligned and was causing the reported issue. The fse replaced the laser head, which repaired the out of range light scatter. The repairs were verified by the customer. (B)(6).

Event description:
The customer reported that the light scatter of the coulter hmx analyzer with autoloader was out of range when running controls. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.